Event description:
It was reported that the patient experienced distal erosion with an inflatable penile prosthesis (ipp). The device was removed and no new device was implanted. There were no patient complications.